Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and was exhibiting high pacing thresholds and impedance issue. This rv lead was also difficult to position. This rv lead was explanted, replaced and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and was exhibiting high pacing thresholds and impedance issue. This rv lead was also difficult to position. This rv lead was explanted, replaced and will be returned. No additional adverse patient effects were reported.